Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that drive support cap was protruded and sticking out. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.